Event description:
Subsequent to the initial medwatch filed, additional information indicates that the right internal carotid artery occlusion was due to thrombus. The stent implanted in the left internal carotid artery was an acculink 9 x 30 stent. A series of CT scans of the head were done on (B)(6) 2010. The earlier CT scans showed no cerebrovascular accident or subacute infarction, but the later CT scans confirmed that there were infarcts.

Event description:
It was reported via a trial that one day following the implantation of the xact stent in the right internal carotid artery, the patient experienced a stroke with facial droop and left sided weakness. The patient was taken back to the catheterization lab and it was found that there was no flow in the xact stent and there was an occlusion in the right common carotid (rcc) artery at the thoracic inlet. The left internal carotid artery (lica) was treated with angioplasty and the implantation of another abbott stent. The rcc occlusion was not treated as the physicians felt that the patient would benefit more from stenting the lica. The patient's condition has worsened and the patient remains in the hospital. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Embolic protection: emboshield nav6 (B)(4), lot 0092151. The stent remains inside the patient. The lot number was provided. A follow up report will be submitted with all relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported cerebrovascular accident, thrombosis, and occlusion are known adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.